Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker had four and a half years remaining longevity and showed two years remaining after several months. Device data analysis determined that the power consumption of this device had been increasing during the past year. Replacing the device and to return it for detailed analysis was recommended. Additional information was received from the field indicating that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had four and a half years remaining longevity and showed two years remaining after several months. Device data analysis determined that the power consumption of this device had been increasing during the past year. Replacing the device and to return it for detailed analysis was recommended. Additional information was received from the field indicating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had four and a half years remaining longevity and showed two years remaining after several months. Device data analysis determined that the power consumption of this device had been increasing during the past year. Replacing the device and to return it for detailed analysis was recommended. To date, the device remains in service. No adverse patient effects were reported.